Event description:
The customer reported that the system shut down and would not power up again. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the interconnect cable and adjusted the contacts on the dsm memory printed circuit board. The system was tested and found to be working as intended and put back in service.